Manufacturer narrative:
Reliability analysis inspected one opened/used enlite sensor and performed testing. The sensor failed per specification with high readings.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had sensor glucose and blood glucose differences. Customer stated that he changed the sensor today, but could not calibrate and the sensor had a very low reading. Customer's blood glucose level was 122 mg/dl. Customer was advised that the differences between sensor glucose and blood glucose readings may indicate momentary pressure on the site that was eventually relieved. It was also advised that the fluctuations in sensor tracing can result from motion of the sensor due to site location or the sensor not being well taped. The issue was not an isolated sensor glucose vs blood glucose event. Customer was advised to return the sensor and a replacement sensor will be sent. Customer's current blood glucose level was over 300 mg/dl and treated with the insulin pump. No additional information provided.